Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging he was unable to code his onetouch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 11am. The patient's testing frequency is not known and according to the csr's documentation the patient does not manage his diabetes with oral medication or insulin. It is unclear what action the patient took in response to the reported meter issue. According to the csr's documentation, ten minutes after the alleged issue occurred, the patient claimed he developed a headache, he felt nervous, and his "heart accelerated". It is unclear if the patient attempted to administer self-treatment following the onset of his symptoms and it is unknown when his symptoms improved. Eight hours after the alleged issue occurred, the patient claimed he consumed more food/ drink. It is not known if the patient tested his blood glucose with another device after the alleged issue occurred. At the time of troubleshooting, the csr noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.